Event description:
Complaint investigation when a consumer reported receiving low reading of 92 mg/dl on a medisense precision xtra monitor when compared to a laboratory result of 306 mg/dl. When these values are plotted on a clarke error grid, the results fall within the "d" zone showing the results to be clinically significant. No death, serious injury or medical intervention was associated with the event.